Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) has been used as a default. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd¿ pen needle hurt during the injection and caused bleeding, leading to the consumer notifying their doctor of the event. However, no further information concerning the medical intervention was provided. Additionally, it was reported that the consumer did use new needles for each injection, rotated the injection site, and visually tested beforehand to check that the needles were straight. The following information was provided by the initial reporter: "she uses the 4mm nano 32 g needle and likes it very much even though it hurts and bleeds little. Asked consumer if she has notified this to the doctor. She said yes, and said nothing and no response when I asked what did the doctor say. She wipes off the blood. She uses the new pen needle each time of her injection. She rotates the skin site. She visually tests the needle to see if it is straight."